Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event can be detected and prevented by following the instructions for use which are stated in: operation manual evis lucera elite small intestinal videoscope sif-h290s chapter 3 preparation and inspection:3-3 inspection of endoscope, and operation manual evis lucera elite small intestinal videoscope sif-h290s chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.